Manufacturer narrative:
During follow-up, the patient said he was also using another catheter brand when he acquired the uti, and noticed no defects or malfunction with the hm14 units.

Event description:
Intermittent catheter patient (user) stated he has a bladder infection {urinary tract infection (uti)} while using the hm14 catheter, but did not provide any other information. During follow-up, the patient reported he was prescribed an antibiotic, took the full course, but it did not eliminate the infection, so he had to take another course of antibiotics to rid himself of the infection. After finishing the second round of antibiotics, the patient reported he is fine with no symptoms.